Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not delivering insulin like it should". There was no reported impact to the customer's blood glucose level. The contact declined to complete troubleshooting or provide any further information on the reported event.